Event description:
Health care professional (hcp) of the home pt (hp) reported the hp was hospitalized for congestive heart failure and a myocardial infarction after using the homechoice cycler for apd therapy. Hcp relates that on 12/7/02, the hp received a reload the set 201 alarm during priming of the homechoice system, which indicates that the system has either detected an error in the way the cassette was loaded or a problem with the system. The hp contacted baxter's tech support and was instructed to load a new setup and contact tech support if there were any further difficulties. The hp was not able to clear the alarm using the new setup and did not contact baxter for further assistance nor perform manual exchanges as instructed by the hcp. The hp was hospitalized in 2002. Hcp relates that the admission was not the direct result of the lack of dialysis; however, was related due to the complications resulting from the excess fluid remaining, and its effect on the pre-existing state of pneumonia.